Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s) "screen froze" (no display or display failure); "vitrector stopped working" (device inoperable). A nurse reported during a planned vitrectomy, the vitrector stopped working and the screen froze. The case was completed manually. There was no patient injury. A delay of 10 minutes was reported. Additional information was received: a nurse reported the system was rebooted with the same results. After the case, the nurse spoke with technical services and troubleshooting was done. The nurse indicated this event had not reoccurred.

Manufacturer narrative:
The nurse called in to technical services to troubleshoot the issue. The facility was instructed to exit the vitrectomy mode and re-enter it. The aspiration then started to work. The facility will contact us if the problem occurs again. The facility did not request a service visit. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).